Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of a display issue with coaguchek meter serial number (B)(4). Upon completing a display check, segments from the results field were missing which affect the customer's ability to interpret results. The lower horizontal bars of the results field segments were missing. Segments from the time field were also missing. There was no allegation that an adverse event occurred. The customer is well. The device was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination. The root cause is determined to be contamination of the circuit board due to improper handling or maintenance by the customer. There was no malfunction of the device.